Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and high metal ion levels.update (B)(6) 2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and metallosis. No labs were provided for the alleged high metal ions. The stem is beinga added to the complaint and part/lot is being updated.